Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 30 watt laser with settings of 0.8 joules and 8 hertz. According to the complainant, during the procedure and inside the patient, it was noted that the fiber connector was getting really hot. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One accumax 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 2.0 mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would cause the connector to overheat thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an accumax 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 30 watt laser with settings of 0.8 joules and 8 hertz. According to the complainant, during the procedure and inside the patient, it was noted that the fiber connector was getting really hot. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.